Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services on (B)(6) 2012, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and went to the emergency room. The home patient was discharged from the emergency room on (B)(6) 2012. Treatment was not reported for the hospital visit on (B)(6) 2012. Follow-up with the home patient's registered nurse was performed on (B)(6) 2012. The rn reported the following: on (B)(6) 2012, the home patient was transported back to the hospital for abdominal pain. The home patient was admitted with abdominal pain, cloudy effluent and peritonitis and treated with vancomycin ip and ceftazidime ip (doses, frequencies and lot numbers not reported), on an unreported date during the hospitalization, another peritoneal effluent culture was done and was positive for pseudomonas. The hp was discharged from the hospital on (B)(6) 2012 and was treated with oral cipro (dose and frequency not reported). The hp's rn stated the peritonitis was caused from a breach in aseptic technique. The hp reported to the rn that the home patient was stressed due to her mother-in-law being in the hospital and there was a mistake / touch contamination. The rn stated the different organisms were probably due to the home patient visiting her mother-in-law in the hospital and the peritonitis is in no way related to baxter's device, solutions or disposables.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.